Event description:
Unomedical reference number (B)(4). Event occurred in germany. It was reported the patient faced a kinked catheter leading to high blood glucose level. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. As per child investigation pr (B)(4). The following tests were completed for 10 reference samples of lot 6005337. 1. Visual inspection as per 4902148 quality criteria for products of the inset engesp family, version 40. 10 samples visually inspected and no damages or bent. 2. 4802011, flow test on customer, version 10. 10 reference samples meet the criteria of minimum 50ml/minute. Trending: a query was run in database on 18-mar-2025 against malfunction code tubing is damaged (e.g., kinked, deformed, twisted, collapsed, or pinched and lot 6005337 and no more complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for retention samples, no non-conformance (nc) raised during production, no more complaints received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
The following tests were completed for 10 reference samples of lot 6005337. 1. Visual inspection as per (B)(6) quality criteria for products of the inset family engesp, version 40. 10 samples visually inspected and no damages or bent. 2. (B)(6) flow test on customer complaints (B)(4), version 10. 10 reference samples meet the criteria of minimum 50ml/minute.

Event description:
To date no additional patient or event details have been received.